Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient and order was not crossed over. A technical support specialist (tss) dialed into the server and ran a downtime query, confirming that there were zero xml/msg records available for processing. The carefusion coordination engine (cce) xml sent time, created local time, processed time, and last successfully processed xml time were all verified to be current. The tss then contacted the customer and confirmed that the issue had been resolved. The system functioned as intended when the technical support specialist checked the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patients and orders were not crossing over from meditech, and the time on pyxis was also checked. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.